Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 585 mg/dl and 69 mg/dl. The patient injected 18 units of unknown fast-acting insulin after the first value and then experienced hypoglycemia. The patient treated himself with sugar water.